Event description:
It was reported that a patient using the ilet for three days experienced a low blood glucose event, with a nadir of 53 mg/dl and an out-of-range duration of approximately four hours; the event occurred without identifiable precipitating factors, the pump alerted to the low, and the patient did not confirm the cgm value with a fingerstick before treating. Symptoms included shakiness. Outcomes included self-management with oral carbohydrates and no need for medical intervention or outside assistance. Investigation included complaint intake, event characterization, and user education on treating hypoglycemia and early adaptation during the first week of ilet use. Investigation of this case revealed no reported device malfunction and an unclear cause of hypoglycemia, which can occur during early algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.